Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and confirmed that the fan is faulty and needs to be replaced. After replacement of the fan cable assembly (0012-00-1564-01), all functions and factory-set safety performance indicators were met and the device has been released for clinical use.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra aortic balloon pump (iabp), had a power-on alarm detection fan failure. However, there was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e3 (initial reporter).

Event description:
N/a.